Event description:
It was reported that rv lead exhibited oversensing and capture issues. Insulation anomaly was noted. The lead was capped and replaced. There were no complications and the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.